Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was having a problem with the insulin pump since the b button was not giving her the option to enter her blood glucose level. It was found that the bolus wizard was turned off and once it was turned on, the issue was resolved. Customer reported that she experienced a high blood glucose level over 600 mg/dl during the call. Customer reported that her blood glucose level was also running low in the middle of the night. Customer was going to treat her high blood glucose level with the insulin pump but she declined troubleshooting for her high blood glucose. Customer stated that she will call back if the issue continues. The customer also reported a broken belt clip caused by normal wear and tear. The insulin pump will not be returned for analysis.